Event description:
A pt with severe congenital abnormalities who was ventilator dependent and had a dnr (do not resuscitate) status had a gastrostomy with fundoplication performed in 2000 for free gastroesophageal reflux. A mic 14 fr gastrostomy tube was placed at that time for tube feedings. Feedings were gradually initiated and tolerated well until 2/16/2000 when the pt became septic with a distended abdomen. X-rays revealed a small bowel obstruction. The pt was taken to surgery that same day. During the surgery to correct the bowel obstruction, it was noted that the child had a 2mm in diameter perforation of the stomach that was thought to be related to pressure from the tip of the gastrostomy tube. The gastrostomy tube was removed and the perforation was repaired. There was almost no peritonitis and it was felt that the perforation occurred hours before the surgery in 2000. The pt expired on 2/17/2000.